Event description:
The customer reported that their device does not complete its boot-up cycle. The device exhibits this issue on dc power and when connected to ac power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have resolved the reported failure by replacing the power pcb assembly. Proper device operation was observed through functional and performance testing and the device was returned to service for use. The device will not be returned to physio-control for evaluation.